Manufacturer narrative:
It was originally reported that account used tip serial a19831. This product is not serialized and a correction was submitted indicating it was lot number a19831 with concomitant tip a34493. Only one tip can be used at a time with a handpiece and therefore this correction identify the suspect product as ''unknown'' as the account cannot properly identify which tip was used with which patient as they had the 2 tips available. Both lot numbers with manufacturing date and expiration date are provided below. A19831 - with mfg date 1-jun-2012 and expiration date of 30-jun-2015; a34493 - with mfg date 31-jul-2012 and expiration date of 31-jul-2015. (B)(4).

Manufacturer narrative:
Date of event: unknown, as date of event is not provided.

Manufacturer narrative:
Evaluation: conclusion - product has not been evaluated since it has not been received. Surgeon believe that the reason of the complications is not product related.note: all pertinent information available to abbott medical optics at the time of this report has been submitted. (B)(4): placeholder.

Event description:
Patient had surgery and it was reported on (B)(6) 2013 that he was experiencing edema.on (B)(6) 2013, information was received that patient was scheduled for corneal transplantation for (B)(6) 2013.